Manufacturer narrative:
The device was not made available for evaluation. The root cause is unable to be determined. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received via clinical study report that there was an implant break. The device was revised on an unknown date. No additional information is available.